Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate tachy shock due to noise oversensing while the patient was gardening. In addition, it was noticed that the shock impedance has increased since the initial implant measurements, from 101 to 135 ohms. The patient was brought for evaluations and noise was able to be reproduced with isometrics, the vector configuration was subsequently changed to primary. However, further information was received indicating the patient received another inappropriate shock due to t-wave oversensing. Technical services (ts) reviewed the episode and discussed it would be best to not leave the device programmed to primary nor secondary as both have resulted in inappropriate shocks. It was recommended to perform further evaluation to see if alternate vector can be considered as an option. The field representative confirmed the alternate vector has a good signal and will program the device this way. The patient additionally went through a treadmill test to set a new reference electrocardiogram template. This implantable electrode remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate tachy shock due to noise oversensing while the patient was gardening. In addition, it was noticed that the shock impedance has increased since the initial implant measurements, from 101 to 135 ohms. The patient was brought for evaluations and noise was able to be reproduced with isometrics, the vector configuration was subsequently changed to primary. However, further information was received indicating the patient received another inappropriate shock due to t-wave oversensing. Technical services (ts) reviewed the episode and discussed it would be best to not leave the device programmed to primary nor secondary as both have resulted in inappropriate shocks. It was recommended to perform further evaluation to see if alternate vector can be considered as an option. The field representative confirmed the alternate vector has a good signal and will program the device this way. The patient additionally went through a treadmill test to set a new reference electrocardiogram template. This implantable electrode remains in service and no additional adverse patient effects were reported. Additional information was received that alerts for shock impedance measurements of greater than 200 ohms were observed.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate tachy shock due to noise oversensing while the patient was gardening. In addition, it was noticed that the shock impedance has increased since the initial implant measurements, from 101 to 135 ohms. The patient was brought for evaluations and noise was able to be reproduced with isometrics, the vector configuration was subsequently changed to primary. However, further information was received indicating the patient received another inappropriate shock due to t-wave oversensing. Technical services (ts) reviewed the episode and discussed it would be best to not leave the device programmed to primary nor secondary as both have resulted in inappropriate shocks. It was recommended to perform further evaluation to see if alternate vector can be considered as an option. The field representative confirmed the alternate vector has a good signal and will program the device this way. The patient additionally went through a treadmill test to set a new reference electrocardiogram template. This implantable electrode remains in service and no additional adverse patient effects were reported. Additional information was received that alerts for shock impedance measurements of greater than 200 ohms were observed. Additional information received indicates that the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate tachy shock due to noise oversensing while the patient was gardening. In addition, it was noticed that the shock impedance has increased since the initial implant measurements, from 101 to 135 ohms. The patient was brought for evaluations and noise was able to be reproduced with isometrics, the vector configuration was subsequently changed to primary. However, further information was received indicating the patient received another inappropriate shock due to t-wave oversensing. Technical services (ts) reviewed the episode and discussed it would be best to not leave the device programmed to primary nor secondary as both have resulted in inappropriate shocks. It was recommended to perform further evaluation to see if alternate vector can be considered as an option. The field representative confirmed the alternate vector has a good signal and will program the device this way. The patient additionally went through a treadmill test to set a new reference electrocardiogram template. This implantable electrode remains in service and no additional adverse patient effects were reported. Additional information was received that alerts for shock impedance measurements of greater than 200 ohms were observed. Which was suspected to be caused by calcification. The electrode was explanted and replaced, while the s-ICD remains in service. No additional adverse patient effects were reported.